Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply connections and connectors to the gib and ffb pcb assemblies were evaluated and the reseated. The power supply was also evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.